Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
During a distal femur repair the surgeon was using a guide wire, part number 292.72, with a 4.5mm cannulated screw set and the guide wire broke while the surgeon was drilling with a 3.2mm, part number 310.65. The guide wire was completely removed. There was a surgical delay of 15 minutes. This is report 1 of 1 for complaint (B)(4).